Event description:
It was reported that outside of surgery the device was physically broken. There is no patient involvement. During device evaluation, the comb was bent. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Review of the most recent repair record determined the unit was found to have a damaged comb and 2 comb springs, and 5 comb screws were missing. The comb, springs, and screws were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.